Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current test, sleep current test and self test. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, pump error 49 or pump error 68 alarms were noted. No pump error 63 or error 4 alarms noted during testing however, pump error 4 and error 63 with variable (0e) was found in the formatted history file and isolated to the electronic assembly. No pump error 64 noted during testing and was not found in the formatted history file. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer stated that they were able to rewound the alarm however not able to clear the alarm. Customer stated the alarm did not occur immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.